Manufacturer narrative:
The device was not returned for investigation. Bin files were reviewed and did not show any system notice messages for the date of procedure. Bin files showed that at least 18 injections were performed with catheter. There was no indication of product malfunction. This report will be recorded and trended.

Event description:
Cryoablation procedure was performed on (B)(6) 2014. At follow up visit with physician (B)(6) 2014, the patient presented with sign/symptoms of gastric hypomotility and/or gastroparesis; nausea, discomfort and stomach distention. Gastroparesis was confirmed by physician after work-up.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Cryoablation procedure was performed (B)(6) 2014. At follow up visit with physician on (B)(6) 2014, the patient presented with sign/symptoms of gastric hypomotility and/or gastroparesis; nausea, discomfort and stomach distention. Gastroparesis was confirmed by physician after work-up.